Event description:
The customer stated that he received a blood glucose reading of 210 mg/dl using his breeze2 meter. His glucose was also tested using another method while at the doctor's office and that reading was 101 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot his breeze2 system because he did not have control solution. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.